Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. It was stated that the customer was treated with an insulin drip. Troubleshooting was performed. It was stated that the customer was giving himself 5.0 units of insulin all day long at different times. The customer started vomiting and later went to the hospital. Ran a fixed prime and self test and they passed. It was stated that the customer was using different brand batteries. Advised that the customer should use energizer alkaline battery. No further info was provided.